Event description:
It was reported that the atrial lead exhibited high thresholds and far field r-wave (ffrw) oversensing. It was not possible to program around the oversensing due to small p-waves, and subsequently the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6945 implantable tachy lead - (B)(6) 2001. (B)(4).